Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed to technical services on 05/15/2018, stating that noted noise and oversensing on the lead. The implanting physician was dr. (B)(6) at (B)(6) specialists in (B)(6), in. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).